Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (failed incoming functionality testing) has been confirmed.  Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor.  The root cause for the damaged connector was excessive force.   No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.